Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the angio-seal package, the locator had a broken tip. The patient condition is fine and the procedure outcome was fine. Additional information was received on (B)(6) 2018: there was no incremental loss of blood. Manual pressure was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly and was in full rear lock position. No suture, collagen or anchor was visible at the tip of the device. The arteriotomy locator was returned with mated guidewire. The plastic pouch was returned as well. The device was examined visually and no anomalies were noted with the delivery system. The tip of hemostasis sheath and locator were microscopically examined and no deformation was noted. Based on the evaluation, the complaint cannot be confirmed for the allegation of 'bent/kinked/folded' since no anomalies were noted on the returned devices associated with this event. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.